Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station had remained offline despite multiple reboot attempts. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pyxis was still offline. A technical support specialist (tss) advised to user to reboot the device and after that tss was able to log in to the machine. Successfully increased the space on the drive and no critical override was found. The system functioned as intended after technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station had remained offline despite multiple reboot attempts. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.